Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous left superficial femoral artery. A non bsc introducer sheath and guide wire were used. A 2.0x20mm sterling es balloon catheter was advanced for predilation. Then a 5.0x60mm 135cm 4f sterling balloon was advanced for additional predilation. Upon inflation, the balloon ruptured at 8atm. A 5x80mm non bsc balloon was used and a 6x120mm non-bsc stent was implanted to complete the procedure. No patient complications were reported and the patient's status is good.